Event description:
It was reported that the pt had surgery to re-position her device. The pt planned to see her physician. Additional information was requested from her physician.

Manufacturer narrative:
(B) (4).